Event description:
A report was received that the patient lost stimulation. An x-ray confirmed a kink in the lead near the epidural space. A database analysis confirmed high impedances on fourteen of sixteen contacts. The physician has recommended a lead revision.

Manufacturer narrative:
Additional information was received that the patient underwent a lead revision. During the revision the physician repositioned the existing lead and implanted an additional lead. Impedances were tested and everything was normal. The patient is reportedly doing well. A review of the manufacturing documentation of the lead found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient lost stimulation. An x-ray confirmed a kink in the lead near the epidural space. A database analysis confirmed high impedances on fourteen of sixteen contacts. The physician has recommended a lead revision.